Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the physician made a 1.5cm incision in the patient and while attempting to pull the peg through the stoma site it got stuck. Just the very tip of the cone on the end of the peg tube came through. The physician made the incision larger then wrapped the pullwire around a flashlight and was able to pull the peg through the stoma site. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.